Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 460 mg/dl. Cause of bg level was not known. Customer went to the emergency room and was treated with insulin (method of administration was not provided). Customer was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.